Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the rptr: there was bad staple formation. There was bleeding reported in excess of 250cc. The staple formation problem was treated with suture.